Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented for a routine device check. Interrogation found the device was in storage mode with no tachycardia therapy available. Device data was submitted to technical services for review. Engineering found the device had recorded a code 1003 back on (B)(6) 2017. Elective replacement indicator (eri) battery status was declared (B)(6) 2018 and the battery expired (B)(6) 2018. It was reported the patient had not heard beeping tones from the device at any time. The device was explanted and replaced that day. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.